Event description:
Customer reported the system input power alarm went off and dicom not pulling up correct pt images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the input transformer taps and informed customer of correct dicon settings. System operates as intended.